Event description:
Used the tool as instructed on my thighs for cellulite by the maker at a pain level of 7. Began to notice crepey skin on thighs, foot and leg cramps, intermittent dizziness and visual disturbances, along with swollen and tender breasts and menstrual like cramping. It should be noted that I am 10 years past the age of menopause. I stopped use of the device after a 2 week period and these symptoms cleared up within about 3 months. The device also has an undisclosed amount of bpa in it, but the maker will not disclose anything at all about the amount of bpa and instead, tells users "not to eat" the fasciablaster. Protocol for use is with oil on hot skin. I personally messaged her about the bpa and received a computer generated message that directed me to her blog and then disappeared. She has publically stated that the fasciablaster is FDA approved, which it is not. Terms and conditions have changed drastically since I purchased the product. Additionally, creams and oils that were included with another tool, the faceblaster, did not incvlude any ingredients or country of origin. People who have complained about damage or injury from use of this tool are called names such as "haters", "trolls", or "chirpers." I did not seek medical care because my issues cleared up on their own. Did the problem stop after the person reduced the dose or stopped taking or using the product: yes.